Event description:
Reporter alleged, the customer obtained a blood glucose result of 681 mg/dl which is outside the reading range of 10-600 mg/dl of the advantage system. Reporter also stated, this result was obtained after an error message of e91 and neither the error message nor the glucose reading could be found in the system's memory. Reporter indicated, the customer was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.